Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot/serial identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that drill was fractured during acetabular revision surgery. No broken pieces were left in the patient and surgery was completed using other drills available in the set. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.